Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 6f sheath after an interventional percutaneous transluminal angioplasty procedure. Reportedly, resistance was felt during advancement of the starclose se thumb advancer before entering the skin level and the sheath did not split completely. The safety release mechanism was used to remove the starclose se device from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported thumb advancement/ sheath split issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.